Manufacturer narrative:
Additional information: the site confirmed that two dissections occurred. The first dissection occurred in the 1st diagonal artery and was induced by the onyx frontier stent. The second dissection was caused by a non medtronic balloon which was used in a heavily calcified lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the 3.0 x 15 mm onyx frontier was deployed to the mid 1st diagonal artery. After deployment of this stent, the proximal edge dissection was noted which was then stented. During the ivus-guided pci to lm and lad, the lesion was predilated with 3.5mm non medtronic balloon. A 5.0 x 15mm onyx des was implanted from the lm to prox lad. Another distal edge dissection was noted which was caused by the non medtronic balloon. Good angiographic and ivus results were were observed after the pci. The rationale provided for the relationship to the system or procedure for the first dissection was that the dissection was related to the onyx stent insertion (device) so causal relation. The first dissection was assessed as causally related to the onyx frontier device (onyxng30015x, lot#0011736310). The rationale for the relationship of the system of procedure to the second dissection caused by the non medtronic balloon was that it was causal after using balloon in heavily calcified vessel. Lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a total of seven onyx frontier drug eluting stents (des) were implanted. Lesions treated during the index procedure with onyx frontier des included the right coronary artery (rca), the 1st diagonal artery, the left anterior descending artery (lad) and the left main coronary artery (lcma). One prevail drug coated balloon (dcb) was used to treat the 1st diagonal artery and a second prevail dcb was used to treat the circumflex (cx). The rca was also treated with the prevail dcb. A bare metal stent was implanted in the lad. The lcma was treated with angioplasty. Three launcher guide catheters were also used as part of the procedure. During the procedure a distal edge dissection occurred in the 1st diagonal artery. Following deployment of the onyx frontier s tent from the left main to the proximal lad, the distal edge dissection was noted. A small radiolucent area within the lumen of the vessel disappearing with the passage of the contrast material was observed. The dissection in the 1st diagonal artery was caused by one of the medtronic prevail dcb. It was also stated that the rationale to the system or procedure was that the dissection was related to insertion of the onyx frontier stent. A 3.5 x 26mm des was implanted in the mid lad and a 4.5 x 15mm onyx frontier stent was implanted in the proximal lad. Good angiographic and intravascular ultrasound (ivus) results were achieved. The patient recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.

Manufacturer narrative:
Correction: fdc code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that the dissection that occurred in the 1st diagonal artery was caused by the onyx frontier stent not the prevail dcb. The rationale for the relationship to the system or procedure was that there was a dissection caused by a non mdt balloon so it is causal after using the balloon in a heavily calcified vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update received: during the index procedure, a prevail 3.0 × 20 mm balloon was used in the distal rca/plv at 8 atm for 60 seconds, followed by deployment of an onyx frontier 3.5 × 34 mm stent in the distal rca into the pda at 10 atm for 22 seconds, an onyx frontier 4.0 × 30 mm stent in the ostial rca at 12 atm for 24 seconds and again at 12 atm for 20 seconds, and a prevail deb 3.0 × 30 mm in the ostial to mid left circumflex at 8 atm for 40 seconds and 20 seconds; subsequently, an onyx frontier 3.0×15 mm stent was deployed in the proximal diagonal at 12 atm for 12 seconds, an onyx frontier 3.0 × 12 mm stent was implanted in the ostium of the diagonal at 12 atm for 10 seconds and 16 atm for 10 seconds, an onyx frontier 5.0 × 15 mm stent was implanted from the lms into the lad at 10 atm for 10 seconds, an onyx frontier 3.5 × 26 mm stent was deployed in the ostial lad at 10 atm for 8 seconds, and finally, an onyx frontier 4.0 × 15 mm stent was deployed from the lms into the ostial lad at 16 atm for 12 seconds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.